Event description:
The customer alleged they received a questionable free triiodothyronine (ft3) result for one patient on their e411 analyzer. No problems were found in the sample or the reagent. The inside of the reagent bottle was checked. Repeat testing was reasonable and reproducible. There were no problems with any other samples. The patient's initial ft3 result was 32.55 pg/ml and it was not reported outside the laboratory. The first repeat result was 2.3 pg/ml. The second repeat result was 2.47 pg/ml. One of the repeat results was reported outside the laboratory. No adverse events occurred. The ft3 reagent lot number was 16920503 and the expiration date was 11/29/2013.

Manufacturer narrative:
A root cause could not be determined with the information provided. A reagent or calibrator issue can be excluded because the correct results were produced on repeat. No problems could be found with the instrument. There have been no further issues reported by the customer.

Manufacturer narrative:
This event occurred in (B)(6).